Event description:
Provider states that the chair stopped when the user was driving and the service light began flashing.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.